Event description:
At 13:00 on friday, nov, 18, 1994 an incident was reported to kol where gish tubing had seperated from the distal end of the sarn temp probe on a custom ECMO pack in pt death. There was no indication from reporter that the gish product was defective or the cause of the incident. Product was taken to risk management and allparties involved were notified. The temp probe & tubing were isolated for inspection. At this time the stocked/shiley pump is being examined for performance parameters. A detailed report will not be available until monday 11/21/94. Pt was on ECMO 11 days. All circuit tubing had just been changed six hours prior to incident. Nothing unusual in the priming or set-up, and nothing remarkable. During the 6 hrs. Prior to incident, flow were normal using stockert/shiley pump & artereial cannula. Reporter was not sure exactly what caused the incident. Pressures were normal @ 250/150. Pre/pust oxygenator. Pressure alarms sounded @ 400-500 mz hg. Between 1 to 1-1/2 minutes after alarm sounded. The seperation occured at distal end of temp probe. Reporter indicated that in their experience, high line pressures were coincidental with the apperance of some small leaks at various connection sites. In this incident, no leaks were noticed prior to occurrence. Phone conversation with reporter at 3:16 and 3:40 pm.